Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to add medication to the patient's profile. A technical support specialist confirmed the creation of medications in accordance with the pharmacy formulary to resolve the issue. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system,medication was not added to patient orders. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.